Manufacturer narrative:
Model: similar to edwards model 2800. Additional manufacturer narrative - attempts to obtain additional information and device have been unsuccessful. Without return of the explanted device the reported clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 21mm bioprosthetic valve that was explanted due to valve deterioration after an implant duration of approximately 3 years. There were no reported complications. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Device evaluation summary - as received: x-ray demonstrated heavy calcification on all three leaflets and wireform distortion around the valve. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Incidental findings: a hematoma was observed on leaflet 3 at the outflow aspect. The sewing ring was cut and exposed the wireform around the valve circumference. The reported stenosis was confirmed as secondary to host tissue growth and calcification of leaflet tissue. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood.

Event description:
Device was returned for evaluation.